Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: premature deployment. Time of device malfunction: during prep. Symptoms/ae: none; no patient involvement. It was reported that the stent deployed outside of the patient on the table during prep. There was no patient involvement. No additional information was available.